Event description:
Reportedly, in a pediatric hemofiltration treatment, the machine was programmed to 100ml/h. The problem is that the replacement pump in predilution mode does not work, only the extraction pump worked.

Manufacturer narrative:
Evaluation summary-the software bug happens only when the following parameters are set by the user: ¿ any value for blood flow rate; ¿ 100 ml/h or 110 ml/h dyalisate pump flow rate; ¿ 0 ml/h post-dilution pump flow-rate ¿ any treatment modality even though there will be a balance alarm, there is no specific alarm is given to alert the user that the pre-dilution pump is not turning. Aquarius substitution fluid non-conformance. The software non-conformance can result in unintended net fluid removal within a very narrow range of parameters. It occurs only when the dialysate flow rate is set at 100-110 ccs and the substitution fluid flow rate is set at 0. Excessive fluid removal has the potential to result in cardiac and hemodynamic instability, particularly in critically ill pediatric patients. Device manufacturer date -2008